Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue. It was reported the patient's blood glucose on (B)(6) 2016 was 425 mg/dl with nausea. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a device malfunction that could have led to a serious health event could not be ruled out as having occurred.